Event description:
Additional information received stating that probe was not stimulating, said connected on ¿check electrodes¿ screen but would not stimulate. Worked once alternative pi box was switched (using same probe and electrodes). Stim return showed 0. There was no patient impact.

Manufacturer narrative:
H3: analysis examined unit and could not duplicate the customer complaint regarding the probe port. It does not make any sounds. Tested with probe no issue with sound. Unit presented with software version 1.7.5. No fault was found with the unit. H6: previously added imdrf annex code b21, c21, d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, pi box probe port it does not make any sounds. It stopped working mid-case. User switched it out and the other pi box worked. There was no known patient impact.